Manufacturer narrative:
The measuring cells were replaced as part of monthly maintenance and the ultrasonic mixers were cleaned. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine and hdl results for two patient samples with a cobas 8000 c702 module. Patient sample 1: the initial creatinine result was 3800 umol/l. The repeated result was 72 umol/l. Patient sample 2: the initial hdl result was 6 mmol/l. The repeated result was 1 mmol/l. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer found kinked tubing and replaced it. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.